Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site following a magnet dislodgement during an MRI on (B)(6) 2019. Surgery to reposition the magnet was completed on (B)(6) 2019. The implanted device remains.